Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. Upon evaluation, nothing was found blocking the trocar. The seal mechanism was evaluated without any anomalies noted. It could not be determined what may have caused the incident reported. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while using the trocar with an instrument in, the white inside moved across, blocking the entrance and exit of the trocar; had to use forceps to move it back. Another device was used to complete the procedure. There were no adverse consequences for the patient.